Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation in 2007, that during the placement of a wallstent rx biliary endoprosthesis in a male (age unknown), the catheter "broke off". After the deployment of the stent, the catheter was being "pushed back [into the] sheath to be removed from the pt" when it "broke off". The physician "went back in with a snare to remove bits of the catheter"; however, he is unsure whether "they removed all of it". The procedure was completed successfully with this device. Attempts to gather the pt's condition have been made to no avail; therefore, the pt's condition is unknown.